Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there any alleged deficiency relating to ethicon product? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article, specifically: infection, cicatricial hypertrophy, dehiscence? If yes, provide details of event and specific product codes of suture, adhesive products used. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. (B)(4).

Event description:
It was reported in a journal article that a patient underwent plastic surgery on an unknown date between january 2001 to january 2004 and topical skin adhesive was used. The surgical wounds were sutured with reabsorbable polyfilament in mono- or double-layered form using separate stitches with introflexed knots for subcutaneous lesions and reabsorbable monofilament for the skin. The patient possibly underwent abdominal plastic surgery and revision of the cicatricial results. The suture of the surgical incision was carried out for half of its length using a double-layer subcutaneous suture and cutaneous intradermic suture. For the remaining half of the incision, topical skin adhesive was used. The patient possibly underwent a breast operation (reduction and mastopexy) and/or dermolipectomy of the limbs. The sutures were performed in the normal manner, but the cutaneous adhesive was applied only monolaterally. The patient possibly presented with superficial infection and/or cicatricial hypertrophy. Additional information has been requested.